Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular medical procedure, the black jacket of a hydrophilic guidewire started to peel away. The physician had acquired vascular access and during wire manipulations under dsa fluoroscopy, the black jacket peeling away from the hydrophilic guidewire was confirmed. The physician noted to have encountered some resistance during wire manipulations. The physician was able to remove both the hydrophilic guidewire and the separated black jacket from the patient by hand. A new wire was used to successfully complete the procedure. There is no patient injury to report.